Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached with ease from the thread. The surgeon reported difficulty in retrieving the needle from the muscle fascia. No damage or adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? Yes but they found it. In event description, it is mentioned surgeons. In how many procedures did the event occur? Just one. Please provide complete address of facility. (B)(6). Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? No. Was any other tissue damaged as a result of searching the needle? No.